Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noisy signals. Therapy delivery was turned off. Technical services (ts) was consulted and troubleshooting options were discussed. After extensive troubleshooting and in clinic examination, the noise was able to be reproduced on the systems different sensing vectors and significant changes on the secondary sensing vector were observed. Subsequently, this s-ICD system was explanted and a new s-ICD system was implanted. No additional adverse patient effects were reported.